Event description:
Caller states that during a study, the following coaguchek system/lab values were obtained: pt 1: 3.7 inr/2.58 int, 3.7 inr/2.8 inr, 2.6 inr/2.0 inr. No action was taken based on device results. No adverse event reported. Requested return of suspect system and replacement was sent.

Event description:
Caller states that during a correlation study, the following coaguchek system/lab values were obtained: pt 2: 5.0 inr/3.7 inr. No action was taken based on device results. No adverse event reported. Requested return of suspect system and replacement was sent.